Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain"), menorrhagia ("menorrhagia") and basedow's disease ("autoimmune issues: graves disease") in a 30-year-old female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and sinus operation. Previously administered products included for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. Concurrent conditions included anxiety, gastroesophageal reflux disease, lupus erythematosus and vitamin d deficiency. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2003 to 2005 for birth control as well as benzydamine hydrochloride (difflam). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), infection ("recurring infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), fungal infection ("infection :yeast"), connective tissue disorder ("connective tissue disease"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight loss"), pelvic congestion ("other injury(ies) or complication (s) please describe: pelvic congestion syndrome"), endometriosis ("endometriosis"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with nabumetone (nabuser), iodine, meloxicam, surgery (laparoscopic assisted vaginal hysterectomy bilateralal salpingectomy) and surgery (novasure ablation ((B)(6) 2010)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, basedow's disease, infection, vaginal haemorrhage, allergy to metals, fungal infection, connective tissue disorder, migraine, headache, dysmenorrhoea, fatigue, weight decreased, pelvic congestion, endometriosis, cystitis, urinary tract infection, vaginal infection and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, basedow's disease, connective tissue disorder, cystitis, dysmenorrhoea, endometriosis, fatigue, fungal infection, headache, infection, menorrhagia, migraine, pelvic congestion, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: elective voluntary sterilization.pelvic examination revealed external genitalia of a normal female. Vagina well supported. Cervix clean the uterus is 2nd to 3'd degree retroflexed, normal size, symmetrical, and regular in shapes.the patient returned to the office on may 28, at which time she decided she is going to have essure tubal sterilization and, subsequently, will consider endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case the following were described in patient :menorrhagia, pelvic pain. Abdominal pain lower, pelvic congestion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. This case concerns 30 year patient. Her demographic was added. Lab data was added. Essure indication was amended. Essure lot no added. Concomitant medication added. Following event: menorrhagia, abnormal bleeding (vaginal), allergic or hypersensitivity reaction, infection :yeast, graves disease, connective tissue disease, migraines, headaches, nickel allergy, dysmenorrhea (cramping), fatigue, weight loss, pelvic congestion, endometriosis, infection bladder, urinary tract infection, vaginal infection, lower back pain, joint pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain"), menorrhagia ("menorrhagia") and basedow's disease ("autoimmune issues: graves disease") in a 30-year-old female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and sinus operation. Previously administered products included for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. Concurrent conditions included anxiety, gastroesophageal reflux disease, lupus erythematosus and vitamin d deficiency. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2003 to 2005 for birth control as well as benzydamine hydrochloride (difflam). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), infection ("recurring infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), fungal infection ("infection :yeast"), connective tissue disorder ("connective tissue disease"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight loss"), pelvic congestion ("other injury(ies) or complication (s) please describe: pelvic congestion syndrome"), endometriosis ("endometriosis"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with nabumetone (nabuser), iodine, meloxicam, surgery (laparoscopic assisted vaginal hysterectomy bilateralal salpingectomy) and surgery (novasure ablation (B)(6)2010)). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, basedow's disease, infection, vaginal haemorrhage, allergy to metals, fungal infection, connective tissue disorder, migraine, headache, dysmenorrhoea, fatigue, weight decreased, pelvic congestion, endometriosis, cystitis, urinary tract infection, vaginal infection and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, basedow's disease, connective tissue disorder, cystitis, dysmenorrhoea, endometriosis, fatigue, fungal infection, headache, infection, menorrhagia, migraine, pelvic congestion, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: elective voluntary sterilization. Pelvic examination revealed external genitalia of a normal female. Vagina well supported. Cervix clean the uterus is 2nd to 3'd degree retroflexed, normal size, symmetrical, and regular in shapes. The patient returned to the office on (B)(6), at which time she decided she is going to have essure tubal sterilization and, subsequently, will consider endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case the following were described in patient :menorrhagia, pelvic pain. Abdominal pain lower, pelvic congestion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain/pain'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general bleeding') and basedow's disease ('autoimmune issues: graves disease') in a 30-year-old female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and sinus operation. Current weight 123 lbs. Previously administered products included for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. Concurrent conditions included anxiety, gastroesophageal reflux disease, lupus erythematosus and vitamin d deficiency. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2003 to 2005 for birth control as well as benzydamine hydrochloride (difflam). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/ back pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and hypersensitivity ("allergy or hypersensitivity reaction"). In (B)(6) 2009, the patient experienced fungal infection ("infection :yeast") and urinary tract infection ("urinary tract infection") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant) and connective tissue disorder ("connective tissue disease"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), infection ("recurring infections"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), pelvic congestion ("other injury(ies) or complication (s) please describe: pelvic congestion syndrome"), endometriosis ("endometriosis"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with iodine, meloxicam, nabumetone (nabuser) and surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy- (B)(6) 2011 and novasure ablation ((B)(6) 2010)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, fungal infection, cystitis and back pain had resolved and the menorrhagia, vaginal haemorrhage, basedow's disease, infection, allergy to metals, connective tissue disorder, migraine, headache, dysmenorrhoea, fatigue, weight decreased, pelvic congestion, endometriosis, urinary tract infection, vaginal infection, arthralgia, hypersensitivity and pain in extremity outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, basedow's disease, connective tissue disorder, cystitis, dysmenorrhoea, endometriosis, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, pain in extremity, pelvic congestion, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: elective voluntary sterilization. Pelvic examination revealed external genitalia of a normal female. Vagina well supported. Cervix clean the uterus is 2nd to 3rd degree retroflexed, normal size, symmetrical, and regular in shapes. The patient returned to the office on may 28, at which time she decided she is going to have essure tubal sterilization and, subsequently, will consider endometrial ablation. Patient received treatment for events- genital bleeding, dysmenorrhea (cramping), connective tissue disorder, graves' disease, urinary tract infection, leg pain, back pain, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case the following were described in patient: menorrhagia, pelvic pain. Abdominal pain lower, pelvic congestion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received: newly added events- genital bleeding, hypersensitivity, leg pain, onset date and outcome of previously reported events were added. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and infection ("recurring infections"). The patient was treated with surgery (on or about 2009, underwent a hysterectomy). At the time of the report, the pelvic pain, autoimmune disorder and infection outcome was unknown. The reporter considered autoimmune disorder, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.